Event description:
The us complainant had a 5.5 pump support ongoing for a patient admitted in with cardiac and systemic comorbidities. On day 2 of the support a bleed was observed at the aortotomy and graft anastomosis site. The bleed was treated by suture and blood. The pump was supporting when after 9 days the team explanted the pump with concerns for thrombus. The pump had purge and saturated flows which the team believed to be due to clot ingestion. When explanted the team did observe thrombosis. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation of thrombus and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the bleeding was resolved by applying sutures at the site. As the necessary information was not provided, the root cause of the thrombus was not determined. H6 health effect - clinical code 1888 was inadvertently not included in initial manufacturer device report 1220648-2024-24561.